Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 185 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated they are receiving a compromised force sensor alarm. The customer stated they are unable to exit the preparing to prime loop. The customer stated they are stuck in rewind complete/bolus delivery loop. The customer stated that the drive support cap appears normal. The customer stated that he has not pressed the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with end cap cracked and broken off. The insulin pump passed the displacement test however, unable to perform the prime, basic conclusion and occlusion test or verify a33 alarm due to broken off end cap. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.